Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had an e315 error. The issue occurred during a diagnostic enteroscope and completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field(s): b5. New information added to the following fields: h3 and h6. The device was returned for evaluation where the reported event was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. We presume from the investigation results that water or humidity invaded the device, which damaged image sensor unit/circuit board inside of the connector a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Labeling: this issue is addressed in the instructions for use (IFU): chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the colonovideoscope had an e315 error. The issue occurred during preparation for use for a diagnostic enteroscope procedure. The procedure completed with a similar device. There were no reports of patient harm.